Event description:
The report received from the (B) (6) study indicated that the patient died due to unknown causes approximately 6 weeks after study admission. During the index procedure, pta was performed on a lesion with 81% stenosis in the proximal left internal carotid artery of 28mm in length of unknown vessel diameter. The arch type was I and grade vessel tortuosity by visual inspection was mild. The lesion was mildly calcified. The geometry of the lesion was eccentric and ulcerated. The lesion was pre-dilated. The first angioguard distal protection device was not successfully deployed due to the loading or docking difficulty during prep and an inability to track the device to the lesion. An (B) (4) vascular accunet was used instead. Then a 8.0x40mm precise pro rx stent was successfully deployed without any technical problems. Residual diameter stenosis was 10%. Pre and post procedures ck and ck-mb cardiac enzymes were below the maximum upper limits.

Manufacturer narrative:
Please note that it was previously reported that the vessel treated for this patient enrolled in the (B) (4) study was the proximal right internal carotid artery. However, additional information was received that the vessel treated was revised to the proximal left internal carotid artery.

Event description:
Received report from FDA on a maude form. The event is reported as: the tube kinked off just below the 15mm connector. The tube was being used on a trial basis. The tube was removed and the trial was discontinued. No pt injury or intervention reported.

Manufacturer narrative:
The report received from the (B) (6) study indicated that the patient died due to unknown causes approximately 6 weeks after study admission. During the index procedure, pta was performed on a lesion with 81% stenosis in the proximal left internal carotid artery of 28mm in length of unknown vessel diameter. The arch type was I and grade vessel tortuosity by visual inspection was mild. The lesion was mildly calcified. The geometry of the lesion was eccentric and ulcerated. The lesion was pre-dilated. An 8.0x40mm precise pro rx stent was successfully deployed without any technical problems. Residual diameter stenosis was 10%. The patient's history includes hyperlipidemia, clinical copd, severe aortic / mitral valve disease, CABG, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The official cause of death or the circumstances surrounding the death are unknown. The notification of the death was discovered during an online search of the social security death index.

Event description:
It was reported that during/before an unknown procedure, in the first device loading, the jaw was not opened with the release button after the jaw clamped the rectum. The jaw was opened with the manual release lever. In the second device loading, the same event occurred. In the third device, the jaw was opened somehow with the release button when reloaded was loaded in the jaw. However, when the reload was loaded in the third device, the jaw was not opened with the release button. The three devices were not fired. Eventually, the fourth device loading was fired for the patient. There were no adverse consequences for the patient. There were 3 complaints devices (instruments) on this pi. These instrument were not fired on tissue. These events occurred when the closing/opening function was checked before each firing.

Manufacturer narrative:
Please note that it was previously reported that the vessel treated for this patient enrolled in the (B) (4) study was the proximal left internal carotid artery. However, additional information was received that the vessel treated was revised to the proximal right internal carotid artery. No further updates were provided nor were any further adverse events reported. Therefore, no additional information is available at this time.